Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue microstream extension indicating that the co2 reading is too high. The device was in use on a patient at time of event, there was no adverse event reported.